Event description:
Follow up identified the patient had his scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg no longer communicated with external devices and the patient programmer displayed a communication error. A sjm representative confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.